Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6). (B)(4).

Event description:
A risk manager reported a patient underwent lasik in both eyes. At the one day post-operative visit it a treatment error was discovered. The patient received the wrong treatment in the right eye. The patient had an enhancement performed in the right eye. The patient has not shown for any follow up visits.

Manufacturer narrative:
Regulatory report attachment is attached. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the logfiles shows the reported treatment could be identified and it confirmed that the patient s right eye was treated with a refraction -2.75 +2.25 x 007 and enhanced with refraction -5.00 +4.75 x 098. The system was working as intended. The root cause is the user entered wrong refraction into system on first treatment. The root cause is user error. The manufacturer internal reference number is: (B)(4).